Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "outcomes before and after the recall of a heart failure pacemaker." Journal of the american medical association internal medicine. 2020. 180(2):198-205. Doi:10.1001/jamainternmed.2019.5171. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this implantable pulse generator (ipg). The article reports one patient that was implanted with an ipg that developed a pocket hematoma which required surgical evacuation. The status/ disposition of the device is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.